Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the analog to digital converter voltage was out range.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer inspected the device and replaced the battery. The ventilator passed all tests and was returned back to service. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery won't charge. The ventilator was not in use on a patient at the time of the reported event.